Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump make screen had gouges which makes it difficult to read. Customer's blood glucose level was unknown at the time of incident. Customer also stated that the insulin pump down buttons are sticking and the insulin pump rejected new batteries. Customer also stated that the insulin pump rejected new batteries and unexplained no delivery alerts. The insulin pump will not be returned for analysis.

Manufacturer narrative:
All buttons functioning properly. No damage/unlocked lcd keypad connector during visual inspection noted. No missing segment/partial display anomaly noted. Unit was received with normal operating currents and passed self-test, a21 error test. No unexpected low battery, battery out limit and failed battery test alarms during testing. Also, unit passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarm noted during testing. Device had minor scratched lcd window. (B)(4).

Event description:
It was reported via phone call that the weight has been changed to 0210.